Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that while the patient was checking his pump parameters, he was unable to "see" all the vad parameters. The display screen was black. The patient was asymptomatic during the event. The patient called the next day to report that he was unable to perform a daily self test. The patient was brought into clinic and the system controller was exchanged. Once the system controller was off of the patient, the hospital was unable to put the system controller in sleep mode as the battery button did not work. The hospital had to disconnect the internal battery to silence the alarms.

Manufacturer narrative:
The report of the system controller¿s inability to perform a self test was confirmed during analysis. The evaluation of the returned system controller revealed that the ui front panel membrane flex ribbon cable was not fully inserted. Once the ribbon cable was fully re-inserted and secured into the connector, all buttons on the system controller worked as intended. It should be noted that the ribbon cable not being secure did not affect the system controller's ability to operate the pump. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.